Event description:
Retained blade from an endoscopic carpal knife. When blade was retracted into the device it was noted that the blade was not attached to the device and remained inside of the patient's hand/wrist. With the assistance of fluoroscopy, the surgeon was able to locate and remove the blade by making a secondary incision in the patient's palm. It took approximately 70 minutes to locate grasp and remove the blade. The procedure was being done under general anesthesia hence prolonged anesthesia time.